Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The insulin pump had received motor error alarm. The customer blood glucose level was 400 mg/dl. The customer was assisted with troubleshooting. Customer insulin pump was not exposed to high magnetic environment. Customer stated that they unsure drive support cap was protruded, loose, sticking out or flush. Customer was able to clear alarm and insulin pump rewind. The insulin pump will be returned for analysis.